Event description:
This 36 year old female underwent bilateral redmoval of silicone breast implants and left capsulectomy on 4/9/92 for complaints of hardening of the breast. A bilateral augumentation mammoplasty had been performed in 1976 at this reporting facility. However, due to record destruction every 10 years, the manufacturer is unknown. The right implant was intact, however there was partially disolved with free silicone in the breast cavity, but no apparent silicone gel outside the capsule. The left breast capsule revealed dense fibrosis and histocytic and foreign body reactiondevice labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: other, other, other. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: other, none or unknown. Invalid data - on device destroyed/disposed of status.